Event description:
It was reported via repair work order that there was no siderail controls functioning on both sides due to a siderail cable malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.